Manufacturer narrative:
E1: establishment name - (B)(6) hospital. E1: address 1 - no. (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the final investigation. Based on the provided data, no correlation has been observed between actual product device status and cause of contamination. According to the response from the questionnaire, manual cleaning, brushing procedure should be checked on site. The hmi result from the customer is not available, and olympus hmi was not conducted for further investigation. The device was evaluated where no abnormalities were found that could have led to the reported event. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.